Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown surgery with the k-wire chuck and k-wire. On (B)(6) 2024, the operating room informed the sales rep that when the surgeon used the k-wire chuck and attempted to insert the k-wire over the sleeve, a minute shake of the k-wire was linked to the main body, causing the main body to shake significantly. Comparing the loner device and the k-wire chuck, there was no significant difference in k-wire shaking, but the k-wire chuck seemed to have more shaking transmitted to the main body. In addition, the k wire chuck became hot and hotter after turning for a certain period of time (several seconds). Other regular products did not get hot. When the repair request was sent to the repair center, the result was that there was no problem with rotation and no abnormality. The sales rep informed the hospital of the results, but the hospital requested an investigation because the fact that the k wire chuck heats up suggests that it is subjected to unusual friction and loading during rotation. The surgery was completed successfully without any surgical delay. This complaint is related to (B)(4) which captures the k-wire chuck.